Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the left side wheel lock is broken on the chair.